Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse ran the water test and the results were within specification. The cse checked the high-speed spinner speed and verified the tube lifter alignment. The cse ran a precision study of 20 replicates. Siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc instrumentation reviewed the spyfiles received and it appears that there were no sample or reagent level sense issues. Hsc reviewed the errorlog and there is no indication of mechanical/instrument issues to cause the discordant result. The cse precision study of 20 replicates was reviewed and hsc and found no issues. There is insufficient information to determine the cause of the discordant results, hsc cannot rule out pre-analytical factors or sample issue. No product problem was identified, and the system is operating as expected. The cause for the discordant falsely elevated hcg sample results is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained using immulite 2000 xpi instrument. The initial result was considered discordant. The repeat result was performed in duplicate using the same instrument and was considered correct. It is unknown which result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.